Manufacturer narrative:
(B)(4). Date of initial report: 01/14/2015. Date of follow-up report: 01/27/2015. Visual inspection of the incident electrode found melted insulation with holes exposing the underlying metal. The insulation was damaged on opposite sides of the electrode indicating it had been grasped with a metal object. The instructions for use state to examine accessories for damage. Do not use accessories with damaged (cracked, burned, or taped) insulation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during use, the coated part of the product melted. No patient injury occurred. Covidien's preliminary evaluation of the incident device found the insulation was damaged, exposing bare metal.